Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, while advancing the cat6 through the peel-away introducer sheath and into the sheath for initial introduction, the physician encountered resistance. Subsequently, the cat6 became kinked just proximal to the distal end of the peel-away introducer sheath. Therefore, the cat6 was removed. The procedure was completed using a new cat6, another peel-away introducer sheath, and the same sheath. There was no report of an adverse effect to the patient.